Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that she saw sparking and exposed wires at the strain relief, but did not see a fire, smoking, or a breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in both the outer and inner insulation of the cord at the strain relief, exposing wires, was present and resulted in a short circuit which caused the cord to heat up and spark. Sparking poses a risk should it come in contact with a combustible material. CAPA (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in both outer and inner insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.2 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 1.0 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 68.0 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that the power supply for her pump started to spark and stopped working. The customer did not report an injury.